Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a broken power cord was confirmed during product evaluation. This condition was caused by a broken/cracked power cord. The cord was replaced to correct the reported condition.

Event description:
During the initial inspection of preventive maintenance by baxter personnel, a flogard infusion pump was found to have a broken alternate current power cord; this condition had the potential to interrupt delivery. There was no reported patient involvement, patient injury, medical intervention, or adverse event in association with this event. No additional information is available.